Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. Additionally, the customer experienced an elevated blood glucose (bg) level of 266mg/dl. The customer's bg level was due to consuming a meal. A correction bolus via the pump was delivered and the customer believed the bolus had not had sufficient time to lower their bg levels. The customer reported manual injections were to be used for insulin therapy.